Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed that the proximal contact was kinked likely due to handling damage. The main coil was stretched and the main coil suture was damaged (physical break). The main coil junction was broken mechanically. During functional testing, the introducer sheath was flushed and the coil was advanced through the sheath with resistance. Information available indicated that no anomalies were noted to the device prior to use and there is no indication of a use error. It is probable that the device was damaged during the clinical procedure causing the as reported issue and observed damage. Therefore an assignable cause of operational context has been assigned to this investigation.

Event description:
Analysis of the returned device found that the main coil was broken/fractured. There were no reported patient consequences due to the event.